Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effect and treatment appears to be related to circumstances of the procedure. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery (rcfa) was attempted using a proglide device via 6fr after a coronary interventional procedure. Reportedly, after the sutures of the proglide device were deployed, during removal of the plunger, the plunger could not be remove. Assertive pull was used to removed the proglide device. After removal of the proglide device a dissection was found at the common femoral artery and iliac artery. A bilateral procedure was completed to insert an angioplasty balloon through the left common femoral artery to the rcfa treating the dissection. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was reported clinically significant delay in the entire procedure. No additional information was provided.